Event description:
It was reported the customer had a blank display. Customer's blood glucose was unknown. The customer stated they have inserted a new battery, but the blank display persisted. The customer also reported a hairline crack on their insulin pump. Customer sated the insulin pump has not been exposed to moisture. Troubleshooting was not completed because the customer did not have the insulin pump on them. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.